Manufacturer narrative:
The investigation is completed and there will be no follow-up report. Country of incident: italy.

Event description:
We have received information about a potential incident and would like to inform you about it. It was reported the blower of the device overheated during therapy. The manufacturer has not received any information about any harm from patients, users or third parties.